Manufacturer narrative:
A user facility reported, "the temperature is not reading properly and is not working well with ge giraffe beds." Deroyal industries, inc. Requested return of the device, however, it was listed as not available for return. Deroyal could not review the specific device history record (DHR) as the lot number of the device was not provided. An inventory check was conducted on 125 eaches and all were found to be within specification. 125 samples that were in-work were also subjected to functional testing. No defects or abnormalities were found. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: because the sample nor lot number were provided and no issues were identified within the manufacturing review, the specific root cause could not be determined. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, "the temperature is not reading properly and is not working well with ge giraffe beds."

Manufacturer narrative:
A user facility reported, "the temperature is not reading properly and is not working well with ge giraffe beds." Deroyal industries, inc. Requested return of the device, however, it was listed as not available for return. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.